Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The device involved in this complaint was not available for return to cook as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A possible root cause for needle breakage could be due to a torturous anatomy of excessive force used while puncturing the target site. Prior to distribution all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". A review of the manufacturing records for echo-hd-22-ebus-o-c devices did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After lymph node puncture, removed the stylet and realised that the needle was broken. They had to use a forceps with the bronchoscope to remove the peace of needle left inside the lymph node.